Event description:
It was reported that a cardiac tamponade occurred. During a procedure, a versacross connect for faradrive was selected for use. Cardiac tamponade occurred during pre-mapping using orion, but the procedure was continued when the condition stabilized after performing drainage. The physician thought that the part near the right inferior (ri) may have been punctured. The transseptal puncture was already performed when cardiac tamponade occurred. Patient condition remained stable. The physician commented as orion might caused the issue (orion might punctured the ri area) the device is not expected to be returned for analysis (discarded).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a cardiac tamponade occurred. During a procedure, a versacross connect for faradrive was selected for use. Cardiac tamponade occurred during pre-mapping using orion, but the procedure was continued when the condition stabilized after performing drainage. The physician thought that the part near the right inferior (ri) may have been punctured. The transseptal puncture was already performed when cardiac tamponade occurred. Patient condition remained stable. The physician commented as orion might caused the issue (orion might punctured the ri area) the device is not expected to be returned for analysis (discarded). It was further reported that pre-mapping being performed in left atrium. There was no difficulty or malfunctions noted with the transseptal workflow or versacross device. The patient has been discharged.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
Device technical analysis: it was indicated that the device was disposed; therefore, a technical analysis of the complaint device could not be completed. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk assessment: a review of the versacross connect access solution for faradrive risk documentation was completed and confirmed that the event of cardiac tamponade was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on the information provided, the reported event of cardiac tamponade is a known inherent risk of the versacross connect access solution for faradrive device. The clinical events are anticipated in nature through residual risk communicated in the IFU for the versacross connect access solution for faradrive.

Event description:
It was reported that a cardiac tamponade occurred. During a procedure, a versacross connect for faradrive was selected for use. Cardiac tamponade occurred during pre-mapping using orion, but the procedure was continued when the condition stabilized after performing drainage. The physician thought that the part near the right inferior (ri) may have been punctured. The transseptal puncture was already performed when cardiac tamponade occurred. Patient condition remained stable. The physician commented as orion might caused the issue (orion might punctured the ri area) the device is not expected to be returned for analysis (discarded). It was further reported that pre-mapping being performed in left atrium. There was no difficulty or malfunctions noted with the transseptal workflow or versacross device. The patient has been discharged.